Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, a "svc required" code was found in the ventilator's download error log. A section of tubing which connects the device's porting block to the active exhalation control module was found to be disconnected. The tubing was reconnected to the porting block to address the issue.